Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth. Healthcare professional later reported a right side leak. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broke device assessed as fold flaw opening. Anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases/wear abrasion/stress marks opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth. Healthcare professional later reported a right side leak. Device has been explanted and replaced.